Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced nausea, abdominal pain and high blood glucose level of 778 mg/dl which began on (B)(6) 2020. Therefore, the patient went to the emergency room due to high blood glucose level and subsequently, on the same day of the event, the patient was admitted to the hospital with blood glucose level of 788 mg/dl (hyperglycemia) and while in the hospital, when they removed the set, the cannula was bent. During hospitalization, the patient received manual shots and intravenous medication (drug name unknown). The patient was hospitalized for three days. No further information available.